Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String comes apart shreds [device breakage] case narrative: consumer reported via letter that the string comes apart and shreds. No injury reported.